Event description:
On (B)(6) 2009, the patient reported that the piston rod on the infusion device will no longer retract and the "top hat" of the piston rod has come loose. The patient noticed this while attempting to change the insulin cartridge. An e10 (cartridge) error was displayed while the patient was attempting to retract the piston rod. He stated that a few months ago insulin was spilled in the cartridge compartment of the infusion device. He stated that he notices condensation in the cartridge compartment once every couple of weeks. He stated that he does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.